Event description:
It was reported that during a stenting procedure in the sfa, the deployment system became blocked and the vascular stent could not be deployed. The delivery system was removed over the guide wire without issue and another vascular stent of the same size was implanted successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a manufacturing-related failure. The eval of the returned sample confirmed the breakage of a force transmitting component in the proximal section of the delivery system with the stent still loaded. The condition of the device indicates the presence of high release force during the attempt to release the stent. Increased friction is considered the reason for the increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. On the basis of the information available, a definite root cause could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.